Manufacturer narrative:
D9): the device was returned to the manufacturer on 04 jan 2022. G3): the device evaluation and investigation were completed on 19 jan 2022. H3): device evaluation: the device was returned and evaluated by a cross functional team. Heavy crepitation was felt the entire length of the shaft. Heavy biologics and the lead''s outer jacket (insulation) were seen in the device''s distal tip. With the handle halves separated, biologics were present and the internal mechanisms were in good working condition. Looking at the barrel, the far track corner was slightly broken and the home track corner had collapsed. The home track return path and far track return path had significant marring. Due to this marring the barrel sleeve did not pass drop test; therefore the drive shaft was unable to be manually actuated. The device was then soaked and ultrasonically cleaned. Afterwards, the device was able to be manually actuated and calcium and a partially broken lead jacket was pulled out of the distal tip of the device. The broken lead jacket and the calcium were found to be adhered together. It was determined the tightrail device became stuck and unable to actuate due to the excessive biologics and calcifications that were adhered to the lead.

Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. Other relevant history unk. The device was not returned, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia and removal of an abandoned pacemaker system. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician attempted removal of the ra lead by using a spectranetics 11f tightrail sub-c rotating dilator sheath. Upon attempting removal of the lead from the device, the tightrail became stuck. It was noted that there was a piece of calcium stuck at the tip of the tightrail. The ra lead was cut and the tightrail was removed. The physician was unable to unlock the lld from the ra lead since it had been cut, and both the ra lead with the lld inside were cut and capped and remained in the patient (MDR #1721279-2021-00246). The physician then attempted to unlock the lld from the rv lead but was unsuccessful, so the rv lead with the lld inside were cut and capped and remained in the patient (MDR #1721279-2021-00247). There was no reported patient harm. This report captures the tightrail sub-c device present on the ra lead when it became stuck on the lead, requiring intervention for lead removal.